Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown reasons. The ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted as the new device was being implanted in a different location. The physician decided it would be best to replace the lead for this new device positioning. The ra lead was replaced. No additional adverse patient effects were reported.